Manufacturer narrative:
The insulin pump was received with cracked and bleeding display glass, minor scratches on the display window, and a cracked reservoir tube lip.

Event description:
It was reported that the insulin pump has scratch on the lcd screen. Blood glucose value is 100 mg/dl. It was stated that the customer fell off the bicycle. Customer stated that parts of the main menu cannot be seen. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.